Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite ii video system center displayed error codes e217, e228, e229, and e230 (scope ID data error). The issue was found during a laparoscopic surgery procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact regarding the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events was not determined. Olympus will continue to monitor field performance for this device.